Event description:
It was reported that the device was used during an esophage-jejunostomy procedure. It was reported by the rep that the tlc55 stapler did not fire, but the knife cut through the tissue. There was no consequence to the pt.